Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under all four electrodes, skin is red and raw. The patient was given a prescription of lactovit cream from his physician. The irritation stayed the same after using the prescribed cream and over the counter (B)(6) lotion.